Event description:
It was noted that the atrial lead had failure to sense. The lead was electrically abandoned. The patient was re programmed to vvir pacing. The patient is participating in the (B)(4) study. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.